Manufacturer narrative:
The complaint is confirmed from the returned package evaluation. The component was not returned; only the packaging was returned. Evaluation of the returned packaging determined that the outer carton exhibits damage to the front and bottom panel. Shrink wrap was not returned. The inner and outer cavities exhibit damage; inner is stressed and cracked and outer cavity is stressed. These can also be observed in the photos that were received. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the part when it left zimmer biomet considered conforming based on the DHR review. Review of the complaint history determined that no further actions are required. The damage to the cavities may occur during transit. So the root cause for the reported issue can be transit damage or package damaged during shipment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device packaging has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sterile inner packaging was compromised. The stem was found to be sticking through the foam and plastic. No adverse events have been reported as a result of the malfunction.